Event description:
Acct reports leaking at the cassette during use. No pt injury occurred, but it causes delay in treatment as well as extra expense for the pt. 1/3/00 additional info: "pt having b/p drop; increased pressor drip, dobutamine x2 with no results. Found baxter interlink buretrol volumetric pump solution set to be leaking from cassette and not infusing. Tpn discarded due to leak. Titration of pressors and blood required to manage pt." No sample available.